Event description:
A venous pressure high alarm and an arterial pressure alarm occurred during a routine hemodialysis treatment. Treatment was discontinued without rinseback, resulting in an estimated blood loss of 190cc. The patient received iron and an increase in standard epogen dosing. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. An unused cartridge from the same manufacturing lot was returned for evaluation. No problems were found. Follow up with facility staff attributed the alarms to possible issues with needle cannulation after checking the patient's access and performing a fistulogram. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.